Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been returned.

Event description:
Patient initially implanted with a bifurcated stent, and suprarenal aortic extension, and an infrarenal aortic extension on (B)(6) 2012. On (B)(6) 2016 the patient came in emergently with abdominal pain and computed tomography (CT) showed an aneurysm rupture from a type 3b endoleak. The physician explanted the devices and completed an open repair. Patient condition is stable post repair.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were limited patient images available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The device was returned and the reported event was confirmed. A root cause investigation was completed and the failure identified in this complaint is consistent with ballooning of the bifurcated device. This event seems to be a use error. Labeling identifies the potential for damage when ballooning the implanted devices. Potential contributing factors to the reported event also include; patient history of chronic kidney disease and the inability of the patient to tolerate contrast enhanced computed tomography (CT) monitoring.

Event description:
Following the explant procedure the patient expired on (B)(6) 2016.